Manufacturer narrative:
(B)(4). Concomitant devices: guide wire: sionblue, guide catheter: hyperion 6fr.jl3.5. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a thrombosed concentric, moderately calcified, 100% stenosed, 20mm long, de novo lesion in the mildly tortuous 3.0mm-diameter mid left anterior descending (lad) coronary artery. A non-abbott guide wire was advanced then thrombectomy was performed. After unpackaging and prepping a 1.5x6mm rx traveler balloon dilatation catheter (bdc) without difficulty, and per the instructions for use, the rx traveler bdc was advanced without resistance to perform lesion pre-dilatation. During the 1st inflation to 12 atmospheres, loss of gauge pressure of noted on the inflation device and a balloon ruptured was observed. The rx traveler bdc was withdrawn without resistance. A non-abbott bdc was used to perform pre-dilatation. Post-procedure stenosis was 0%. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.